Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool. It was reported that as a result, insulin pump immediately went blank and was able to turn on, but was no longer working thereafter. Customer's blood glucose was 512 mg/dl. Customer was advised that insulin pump would need to be replaced.